Event description:
Through the periodic programming history review, high impedance was identified on system diagnostics performed (B)(6) 2013. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.